Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurost imulator (ins). It was reported that upon waking, the patient didn't feel the usual stimulation, and when tried to adjust it with the controller, was able to lower the stimulation but couldn't increase it. Cause was unknown. Troubleshooting was performed. Upon increasing the stimulation, it was confirmed that ¿setting value unavailable (59)¿ displayed. There was only group a available, so changing the group was not possible. Since the issue couldn't be resolved, patient was advised consulting with a medical institution. Although the stimulation strength has decreased, it's not at the stage of considering a hospital visit, so the patient decided to monitor their condition.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.